Manufacturer narrative:
Further examination of the returned instrument revealed that the entire length of the main tube exhibited breakdown of the epoxy coating layer with material missing at both the proximal and distal ends. It was concluded that the damage to main tube was likely due to the instrument being exposed to countless cleaning cycles and/or improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the main tube with material removed, found during additional failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wire was broken at the distal clevis hub and appeared to have a missing piece. Failure analysis investigation also found the following additional damages to the instrument: the distal yaw pulley had charring on one side. The yaw pulley was broken and missing a piece measuring approximately .156 long. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material from the conductor wire and yaw pulley, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.